Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device failed to alarm. The device went "red" and the nurse did not hear it alarm. It was also reported that the patient expired while connected to the devices. Although requested, additional information was not provided.

Manufacturer narrative:
(Date of event) is (B)(6) 2020 & (supplemental/ follow-up # 1) g4 (awareness date) is 06/22/2020 (date information received from customer).

Event description:
It was reported that device failed to alarm. The device went "red" and the nurse did not hear it alarm. It was also reported that the patient expired while connected to the devices. The patient was a covid patient, extremely sick, male, with a code status of do not resuscitate (dnr), and was receiving 2 vasopressors. Blood noted in stool, patient went to CT scan, patient then went back to the room, from the telemetry monitor the patient was seen bradying down, CPR was not done. The nurse had ensured the device was snuggly plugged into the outlet and then changed the outlet and ensure again the device was snuggly plugged in.

Event description:
It was reported that device failed to alarm. The device went "red" and the nurse did not hear it alarm. It was also reported that the patient expired while connected to the devices. The patient was a covid patient, extremely sick, male, with a code status of do not resuscitate (dnr), and was receiving 2 vasopressors. Blood noted in stool, patient went to CT scan, patient then went back to the room, from the telemetry monitor the patient was seen bradying down, CPR was not done. The nurse had ensured the device was snuggly plugged into the outlet and then changed the outlet and ensure again the device was snuggly plugged in.

Manufacturer narrative:
Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 08jan2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 09jul2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The customer¿s report of the pcu failing to alarm was confirmed. Physical inspection of the device noted dried fluid ingress on the bottom front area of the rear case and adjacent front case. There were no other obvious issues or anomalies observed. Analysis of the system logs suspected that the reported incident occurred during a ¿discharged battery¿ (lb3) alarm event, on (B)(6) 2020 at 6:32 pm, while all four attached pumps were infusing. Prior to the event, a ¿low battery¿ (lb1) alarm was produced, however, the ¿very low battery¿ (lb2) was not. The logs show that the system was on dc power from 3:30 pm until 6:54 pm. After the battery discharged event occurred, all four active infusions paused. The user pressed the confirm key (s14) and the system powered off. Based on the customer¿s feedback, the pcu battery is replaced every two years and conditioned annually. The battery is due to be replaced in (B)(6) 2020. No further details or maintenance records specific to this device were provided though several requests were made. A total of 557 charging cycles were identified between the time the battery was inserted ((B)(6) 2018) and the date of the incident ((B)(6) 2020), a time span of approximately 18 months, which indicates rapid battery decay. Review of the logs by software engineering identified that battery conditioning was not performed, resulting in abnormal rapid battery capacity decay. Additionally, the battery was initially placed in (B)(6) 2018. The pcu was tested per the battery discharged without prior warnings test method to identify its battery operational state. Focus was placed on the reported incident, wherein the system did not alarm the appropriate battery warnings. Pcu capacity results from fast battery conditioning indicated a battery capacity range of 4052 mah. During manual conditioning, the actual battery capacity was recorded at 3199 mah. However, though audible alarms were produced during testing, it was observed that the very low battery alarm (lb2) was missed, as identified on the customer logs. Additional testing showed that with a good known battery in place, all low battery alarms will display and sound as intended by the system. The proximate cause of the system not alarming, suspected to be the missing ¿very low battery¿ (lb2) alarm, was determined to be inadequate battery maintenance, resulting in a lower than-acceptable battery capacity. Device history : review of the pcu s/n (B)(4) service history record showed that the device was manufactured on 01/08/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date of 03/30/2020 and indicated that this device has not been returned previously for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that device failed to alarm. The device went "red" and the nurse did not hear it alarm. It was also reported that the patient expired while connected to the devices. The patient was a covid patient, extremely sick, male, dnr, and was receiving 2 vasopressors. Blood noted in stool, patient went to CT scan, patient then went back to the room, from the telemetry monitor the patient was seen bradying down, CPR was not done. The nurse had ensured the device was snuggly plugged into the outlet and then changed the outlet and ensure again the device was snuggly plugged in.

Event description:
It was reported that device failed to alarm. The device went "red" and the nurse did not hear it alarm. It was also reported that the patient expired while connected to the devices. The patient was a covid patient, extremely sick, male, dnr, and was receiving 2 vasopressors. Blood noted in stool, patient went to CT scan, patient then went back to the room, from the telemetry monitor the patient was seen bradying down, CPR was not done. The nurse had ensured the device was snuggly plugged into the outlet and then changed the outlet and ensure again the device was snuggly plugged in.